Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for fluid volume overload and pneumonia characterized by fever and generalized not feeling good. However, there is no objective evidence that a liberty select cycler caused this event. Per the nurse, the patient was completing all pd treatments with the cycler without any adverse events. Based on all the available information, the patient¿s fluid volume overload is likely related to the patient¿s non-compliance to diet as reported by the nurse. Diet indiscretions are well-known risk factors for fluid volume overload in renal patients. Additionally, patients with renal failure are at higher risk for pneumonia than the general population and unlikely to be caused by the cycler in this case.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. During follow-up, the patient¿s pd nurse reported that on (B)(6) 2020, the patient was seen in the outpatient pd clinic after reportedly not feeling good with symptoms of a low-grade fever. As a result, the patient was sent for a chest x-ray the same day ((B)(6) 2020) but reportedly was not admitted to the hospital. Subsequently, on (B)(6) 2020, the patient still was not feeling good and as a result the patient went to the emergency room and was admitted to the hospital with an initial diagnosis of fluid overload. While hospitalized, it was discovered the patient also had pneumonia (unknown origin). Per the nurse, pd therapy continued during hospitalization. No further details about the hospitalization are known as at the time of follow up the patient remained in the hospital. Per the nurse, the patient was completing all pd treatments prior to hospitalization without any adverse effects. It was reported the patient¿s fluid overload and pneumonia is not suspected to be related any fresenius device or product. The nurse reported is non-complaint with his diet which is suspected to have contributed to this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.